Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 64 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient had been coming in to the clinic for regular lvad clinic visits. It was observed that the percutaneous lead (driveline) exit site was erythematous. A culture was sent at that time and had no growth. Doxycycline was initiated and dressing change frequency was increased to daily. The infection worsened, and it was reported that the driveline site had much deeper erythema with multiple pustules, some open and oozing, some still closed. The patient denied having any fevers, chills or rigors. Clobetasol ointment was initiated and chlorhexidine was stopped. Betadine was applied to the area and the site improved. No additional information was provided.